Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply did not work. A replacement device was used to complete the procedure. No patient harm or procedure delay.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. A crack was observed above and below the adaptor port on the power supply. The device was evaluated for its electrical function. The device passed all tests. Based on the results of the evaluation, the reported complaint was not confirmed for "failure to deliver energy," but was confirmed for the analyzed failure mode "crack."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply did not work. A replacement device was used to complete the procedure. No patient harm or procedure delay.